Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of the ble being unavailable was confirmed. Based on the information provided, it was determined that the device experienced several consecutive unsuccessful connection attempts. Therefore, the device entered ble lockout per design.

Event description:
Correction: the device in question is an implantable cardiac monitor (icm) and not an implantable cardioverter defibrillator (ICD). Additional information received indicated the bluetooth (ble) telemetry issue with the implantable cardiac monitor (icm) was resolved via magnet application. There were no reported patient consequences.